Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the impression post was broken. The patient will receive a replacement implant. Tooth location 20.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 4.7 mm 4.5mm 8mm (tsvwh8) was returned for investigation. Visual inspection of the as returned product identified gouges and debris about the implant threads. The implant mount is noted to be fractured at the hex feature. The drive feature of the implant is noted to contain the fractured hex piece, which is stuck in the implant internal hex. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that there was a broken impression post. Patient will receive replacement implant. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.